Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following variance was reported by the physician's office in (B)(6). Date: (B)(6) 2015, inratio2 inr: 1.2, laboratory inr: 3.14. Therapeutic range: 2.0 - 3.0. There was five (5) minutes between testing. There was no reported adverse patient sequela and no additional information was provided.